Manufacturer narrative:
An immucor service representative went to customer site to observe the customers manual washing technique. The customer is washing plates manually due to the antibody identification panel not being validated on the echo. The service representative also found that the techs were using outdated indicator cells from the echo for their manual testing. The customer was advised that once stirballs are added, these cells could only be used for 24 hours. The service representative ran a test ID panel on the echo with one of the samples and positive results (4+) were obtained. The customer is in the process of getting the antibody identification panel validated on the echo instrument.

Event description:
On (B)(6) 2011, a customer reported that reactions obtained with the manual capture antibody identification panel were negative or weaker than the results obtained with the antibody screening assays performed on the galileo echo instrument. The customer also reported that the patient was transfused with two units on (B)(6) 2011 and was later found to have a transfusion reaction. An anti-k was identified by an outside testing laboratory.